Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 18ga 1.3mm od 32mm l leaked. Customer report that bd venflon 1.1mm venepunctures /cannulas supplied under the contract. After insertion the insertions leak. I am enclosing an adverse event report form.